Event description:
The clinician was manually flushing the PICC to access the PICC patency prior to insertion of the PICC into the pt and the PICC broke into two pieces. PICC was never inserted or indwelling in the pt.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.